Manufacturer narrative:
Device is combination product. Event date: not reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and the stent was fractured. No patient complications were reported.